Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a training session was requested by the hospital to learn about the use of the external pulse generator (epg) and its battery. This session was requested because there was a pacing failure event because the staff forgot to replace the battery when used on a patient in the hospital ward. The status of the epg is unknown. No health hazards were reported as a result of this event.